Event description:
Customer reportedly obtained results of lo and 382 mg/dl on the same device within 10 minutes. No action was taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent. It was not provided where comparison occurred. Device used: strip lot: 22944834.